Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3. Evaluation summary field service engineering (fse) visited the customer to address the reported. Fse performed a pm and the issue resolved. The instrument was operating as expected. There was no further action required by fse. The aia-600ii service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error messages and flag, and troubleshooting pertaining to the aia-600ii system. The most probable cause of the reported event was the instrument needed periodic maintenance.

Event description:
A customer reported that they wanted to have a periodic maintenance (pm) as they had been having assay imprecision and random short sample (ss) flags with their aia-600ii analyzer. The customer reported that the issues only occurred with 13 x100 mm patient tubes that had sufficient serum. However, there are no level sense errors when the sample is repeated. There is no indication of any patient intervention or adverse health consequences due to this event.